Event description:
It was reported that a novum iq large volume pump alarmed stating "factory reset" during use in the pediatric hematology/oncology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 02/25/2025 (and not 02/28/2025 which was listed in the original report). Additional information: d9, h3, h6 (update codes), h11. H11: the device was evaluated on-site. Downstream (distal) occlusion sensor test, upstream occlusion sensor test and flow rate accuracy test were performed, and the device passed all the tests. A review of the event history log identified system error 21515 (uso sensor failure low) was observed on the event date; however, the reported "factory reset" message could not be identified in the logs. A review of device history revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.